Manufacturer narrative:
H10: additional narratives: updated b5 per new information received. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information that a patient with 19mm 2900j aortic valve implanted approximately sixteen (16) years and nine (9) months had aortic stenosis and moderate aortic regurgitation secondary to structural valve deterioration. The patient became a candidate for valve-in-valve procedure. A symptom of heart failure and dyspnea on exertion were seen.

Event description:
Edwards received information that a patient with 19mm aortic valve implanted for unknown period had aortic stenosis and moderate aortic regurgitation secondary to structural valve deterioration. The patient became a candidate for valve-in-valve procedure. A symptom of heart failure and dyspnea on exertion were seen.

Manufacturer narrative:
H10: additional narratives surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.